Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. Investigation summary: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. No nonconformances were identified for this part number (232447), lot number (1l49288) combination. Review conducted per nr-(B)(4) per qlik query execution. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy with acl reconstruction procedure, the sales rep's rigidloop adjustable cortical implant standard rla sutures were shuttled through the tibial and femoral tunnels and prepped to pass the graft. The sales rep stated that as the surgeon was pulling the lead green and white striped suture to get the button through the femoral tunnel, it seemed to get stuck. After attempting to back up the implant several times, the surgeon broke the green and white suture leaving a very short tail. The sales rep stated that the surgeon cleared the femoral tunnel and found bone which was preventing them from passing the first implant. The case was completed by removing the graft and button from the tibial tunnel and reloading a new graft to pass the second implant in the same tunnels. The sales rep reported that the surgeon likes to clamp the green and white stitch in a hemostat then wrap it around the instrument several times so he can use the hemostat to pull on vs pulling on the suture itself. He feels he can get a better grip. It was reported that there were no suture passing devices used in the procedure. The mitek cord cutter was used to cut the sutures at the end of the procedure. It was reported that the surgeon used proper suture management and there was not any instrumentation alignment issues prior to use. It was reported that excessive force was necessary and being used the first time when the suture broke, but the second time no excessive force was necessary at all. There was no patient harm, but there was a time delay. The sales rep stated that she did not know how long the delay was, but it was not a significant amount of time. The device was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.